Event description:
It was reported that the device was explanted due to eos status after arrhythmic storm and appropriate shocks.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status which was active since (B)(6) 2026. The data documented 45 charging cycles in the device¿s memory. The analysis of the shock holter data showed that an amount of 43 charging cycles was performed by the device within 20 minutes due to intrinsic signals that largely led to full energy therapy delivery. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos1 battery status. The amount of charge taken from the battery was verified, revealing the mos1 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the activation of the eos status resulted from fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.